Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo evaluation: visual analysis of the photographs identified: red particles on the surface of the shell; deformation; no was observed openings. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; silicone uptake/ lymph nodes per ultrasound.

Event description:
Healthcare professional reported right side "rupture and "silicone uptake/ lymph nodes per ultrasound". Device has been explanted and discarded.